Event description:
It was reported that this right ventricular (rv) lead was broken during implant procedure. No adverse patient effects were reported. Attempts to obtain information have been unsuccessful. All points of contacts have provided no further information. Due diligence has been completed, therefore no further information will be request. Leas has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported of fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was broken during implant procedure. No adverse patient effects were reported. Attempts to obtain information have been unsuccessful. All points of contacts have provided no further information. Due diligence has been completed, therefore no further information will be request.